Event description:
On patient sample was discrepant free t3 results. Initial result gave 22.82 pg/ml; repeated on another analyzer - same methodology gave 22.32 pg/ml. Sample repeated on a different analyzer - different methodology gave 5.00 pg/ml. If additional information is received, appropriate notification will be provided.